Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads became dislodged after the patient went bow hunting earlier than advised by their physician. The patient also "played" with the pocket and "moved the device around". An x-ray confirmed both leads slack was back into the pocket. The ra lead also had no capture. The physician elected to remove and replace both leads. No patient complications have been reported as a result of this event.